Event description:
It was reported on march 9, 1999 that a 40 yr. Old female patient underwent a bladder neck suspension using the device in 1998. The patient had done rather well until some time in 1998 in terms of voiding and healing. The patient developed severe pain in the pelvic region and had difficulty walking. She was hospitalized and began spiking temperatures as high as 102.5 degrees fahrenheit. Renal and pelvic ultrasound were unremarkable. The patient was exquisitely tender at the site of the incision. There was no drainage. The patient returned approximately 1 month post-operative with severe pain. Cultures taken and patient diagnosed with osteomyelitis and staph infection. It was reported that both anchor and device were removed from the patient. It was also reported that the patient returned for antibiotic treatment 1 month post-operative. No further details were available.